Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported that on an unknown date the pump was removed due to an infection and sepsis. No further complications have been reported as a result of this event.